Event description:
It was reported the patient received the following results within 15 minutes: 4,1 mmol/l (user´s meter) and 1.4 mmol/l (professional meter). At that time, the user was unresponsive and was treated by ambulance service with glucose solutions and sugar, and regained consciousness. The customer was not admitted to the hospital. There is no information on previous test results. In addition, it was reported that - before this event - the user had normal readings while having hypoglycemia symptoms. No exact values were reported.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.